Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced. Effective therapy was established post operation.

Manufacturer narrative:
Correction h6 - the method code should be 4114 instead of 4117.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system may have not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an unrelated procedure on (B)(6) 2020 and it is unknown if the ipg was placed in surgery mode. The ipg was not confirmed to be in service app mode. Troubleshooting was attempted with no success. In turn, surgical intervention may be planned to address the issue.